Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty printed circuit (cp) board. However, the cause of the faulty printed circuit (cp) board was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus regional service center for evaluation and the customer's allegation was confirmed. The device evaluation found the touch panel display was intermittently showing blackout. This was due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center touch display would not turn on and remains dark. The issue was found during maintenance. There was no patient involved.